Event description:
It was reported that the device was alarming "cassette locked, but not latched. Unlock and reattach cassette" when a cassette was properly latched. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor was replaced, and the device passed all testing.